Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and identified that the geometry system was automatically restarting intermittently. After reviewing the log file, fse found that problems are the missing firewall. Upon troubleshooting, fse found that a software error. To resolve the problem, fse reinstalled the suite pc software. After the fse reinstalled the suite pc software and performed configuration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the geometry system was automatically restarting intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.